Event description:
It was reported that the patient was in the hospital with uncontrolled seizures. It was requested that the vns come be interrogated. It was also reported that the patient was experiencing vomiting and exacerbated gastroparesis. The gastroenterologist asked if it's possible the vns could have damaged the vagus nerve leading to gastroparesis. Info was received indicating that the vns was checked and diagnostics were within normal limits. No additional relevant information has been received to date.